Manufacturer narrative:
The pod arrived fully deployed with the soft cannula fully visible through the bottom housing window. No damages or manufacturing defects were observed. No timeouts or drive stalls were observed. The pod arrived in pod state 15 delivering a total of 53 pulses and was subsequently deactivated after the completion of second priming. The needle mechanism was reset and redeployed successfully using the lock n load fixture. The cause of the reported needle mechanism failure could not be determined.

Event description:
It was reported that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn. As treatment, the patient placed a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.